Event description:
Healthcare professional reported rupture on an unknown side. The device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis of the returned device identified the weight the device within specification, deformation, crease fold, wear abrasion and red biological tissue on the shell. After autoclave cycle, voids and cloudy color in the gel were observed. Based on the device analysis the final assessment is: no were observed openings on the device. The reason for reoperation was rupture. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported rupture on an unknown side. The device has been explanted.